Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap on the spacer broke upon deployment. The device was removed from the patient and the procedure was continued. There were no patient complications due to the event. The device was disposed of and will not be returned for analysis.